Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the review, there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. .

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The lesion size was 1.8 cm in size and located in the right lower lobe (rll). Per the physician, the biopsies caused the pneumothorax. The diagnosis obtained from pathology was adenocarcinoma (malignant). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.